Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes and additional MFR narrative. Product evaluation: additional information was provided which indicated a non-qualified cartridge was used with a handpiece with a non-qualified viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The lens model 35.0 diopter is only qualified for use in the approved cartridge. The product investigation could not identify a root cause. Additional information indicated the account used a non-qualified lens/cartridge/handpiece with a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported blurry distance vision in which glasses are not helping her vision. The device remains implanted.